Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. The reported device is not marketed in the united states, however, similar products, processes, and components are. Manufacturer site evaluation: samples received: 48 unopened and 2 open units. There are previous complaints of this code/batch. There are no units in OEM stock. Received 48 closed samples and 2 open samples with the needle detached from the thread. Tested the needle attachment of the samples received and the results do not fulfill the requirements of the OEM. Reviewed the batch manufacturing records, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective and preventative action has been opened.

Event description:
Country of complaint: (B)(4). Complaint states: needle detachment.